Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer got into a car accident due to low blood glucose of 30 mg/dl. The patient woke up in an ambulance and taken to a hospital. It is not clear if the insulin pump had anything to do with the incident. No further information was provided.